Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 30 mg/dl. Troubleshooting found that the customer was not eating properly and may have led to the low blood glucose. It was also found that the pump settings may not be correct and customer was advised to follow up with their doctor regarding the settings and the low blood glucose. The customer was advised to call back if further assistance is needed and to monitor the pump.